Event description:
It was reported that the patient with this pacemaker experienced chest "thumping". Interrogation of the device revealed the device was in safety mode. The device was explanted and replaced. No additional adverse patient effects were reported.